Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm displayed a value of 186 mg/dl, the patient did not take a fingerstick at that time. She was feeling nauseous, sleepy, confused and having a headache. The patient then took insulin via the pump and drank some water. The cgm decreased to 156 mg/dl, however when she took a fingerstick it showed a bg of 200 mg/dl and was still feeling symptoms. The patient's husband decided to take the patient to the emergency room (ER). At the ER, they took a fingerstick and it showed a bg of 320 mg/dl and the cgm reading was 270 mg/dl. The patient was given insulin via IV, IV fluids and anti-nausea medication (name and route not provided). The patient stayed at the ER for 5 hours before being discharged. After leaving the ER, the patient reported that the sensor had failed and she had to put on a new sensor. At the time of the call, the patient was feeling better and recovering. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values taken at home fall within the b zone of the parkes error grid. The reported glucose values taken at the ER fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm displayed a value of 186 mg/dl, the patient did not take a fingerstick at that time. She was feeling nauseous, sleepy, confused and having a headache. The patient then took insulin via the pump and drank some water. The cgm decreased to 156 mg/dl, however when she took a fingerstick it showed a bg of 200 mg/dl and was still feeling symptoms. The patient's husband decided to take the patient to the emergency room (ER). At the ER, they took a fingerstick and it showed a bg of 320 mg/dl and the cgm reading was 270 mg/dl. The patient was given insulin via IV, IV fluids and anti-nausea medication (name and route not provided). The patient stayed at the ER for 5 hours before being discharged. After leaving the ER, the patient reported that the sensor had failed and she had to put on a new sensor. At the time of the call, the patient was feeling better and recovering. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values taken at home fall within the b zone of the parkes error grid. The reported glucose values taken at the ER fall within the a zone of the parkes error grid. No additional patient or event information is available.